Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was introduced into the sheath, air was aspirated. The catheter was advanced further into the sheath and ¿big amounts of air¿ was again aspirated. The sheath, balloon catheter, cables and mapping catheter were all replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of flexcath sheath 4fc12 / 70093-004 showed the device was intact with no apparent issues. Air aspiration was reproduced when a balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.